Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display, battery out limit, unexpected restart, off no power anomaly and button error from the insulin pump. The customer's blood glucose reading was 165 mg/dl. The customer inserted new aaa alkaline battery and the display returned. The customer was unable to troubleshoot because the act button was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube; unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, off no power alarm, battery out limit alarm, button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.